Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the rep could not connect the ins with the tablet nor the clinician telemetry module (ctm). Technical services recommended resetting the system and to try again. The rep stated that patient had not recharged nor done anything since implantation. No symptoms were reported. No further complications were reported. Follow up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) and a consumer regarding the patient. It was reported that the rep made several attempts to read the battery using the clinician telemetry module (ctm). The rep stated they used the cable to attach the ctm to their tablet and then they were able to read the implantable neurostimulator (ins). They reported that ins was at 10% charged and they stated that no issues were noted. The patient did not have any equipment with them at the appointment, so the rep had to verbally give instructions on how to charge. The rep reported that patient called them later that evening and the rep talked them through charging and the patient verbalized that the ins was charging with no issue. The rep stated they assumed they could not read the ins with the ctm because their battery was low, however, they stated they did not know the exact cause. No further complications were reported. Follow up was conducted.